Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report by a healthcare professional from the (B)(6) of bacterial peritonitis in a subject coincident with dianeal pd4 therapy. Pd therapy was ongoing. On (B)(6) 2009, the subject experienced bacterial peritonitis manifested by abdominal pain and nausea or vomiting. On (B)(6) 2009, the subject was seen in the emergency room for the peritonitis without septicemia. On that same day, the subject was treated with vancomycin (ip, dose and frequency not reported), gentamicin (ip, dose and frequency not reported), and levofloxacin (oral, dose and frequency not reported). On (B)(6) 2009, vancomycin and gentamicin were withdrawn. On (B)(6) 2009, the subject had recovered, and the abdominal pain and nausea or vomiting resolved. On (B)(6) 2009, levofloxacin was withdrawn. The subject recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.